Event description:
It was reported that two lcp distal humerus plates broke in half postoperatively and nonunion was confirmed through x-ray on (B)(6) 2014. The patient was originally treated for a distal humerus fracture on (B)(6) 2013 and presented with pain during a routine follow up. The surgeon explanted both plates and all screws with the exception of 1-2.0 mm cortex screw (201.370.97) on (B)(6) 2014. It was reported that the surgeon believed the nonunion was due to the fact that the fracture stripped the soft tissue off the bone; therefore, the bone was not bleeding well distally. Revision surgery took place on (B)(6) 2014 the surgeon implanted three new plates (two in the humerus and one in the olecranon). Further information from the sales consultant verified that lcp distal humerus plate part# 02.117.207 broke through the last digit of the lot# 822574x. It was verified that the break did not occur through the screw holes for both plates. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a complete lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.